Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that physician noticed difficulty maneuvering wire. When took out the wire was kinked. Another wire was tried with same difficulty. No tissue was observed at the tip of catheter or guidewire. The catheter was disposed and the procedure was completed using different catheter. No patient complications occurred. The product is not expected to return as disposed. It was further reported that the wire was loaded properly during preparation. The wire was difficult to advance, and resistance was felt when removing.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that physician noticed difficulty maneuvering wire. When took out the wire was kinked. Another wire was tried with same difficulty. No tissue was observed at the tip of catheter or guidewire. The catheter was disposed and the procedure was completed using different catheter. No patient complications occurred. The product is not expected to return as disposed. It was further reported that the wire was loaded properly during preparation. The wire was difficult to advance, and resistance was felt when removing. It was further reported wire was loaded properly during preparation. The wire was difficult to advance, and resistance was felt when removing.